Event description:
It was reported that during an ablation procedure, using a celsius thermocool catheter, stockert generator and a coolflow pump, clotting occurred. The patient suffered a stroke, post- procedure. The patient is reportedly doing well.